Event description:
During a pta/stenting treatment procedure to dilate a tight lesion in the brachiocephalic vein, removal difficulties were encountered. The physician obtained access through the cephalic vein and advanced the balloon catheter to the lesion site where the balloon was inflated twice to 6-7 atm. The physician was attempting to pull the balloon back into the 7 fr pinnacle sheath when difficulties were experienced. The balloon would not rewrap and it was thought that the balloon was not fully deflated. The shaft of the catheter was cut attempting to fully deflate the balloon, however, this maneuver was not successful. The physician then punctured the right groin and a 6 fr microvena 102/20 snare was introduced. The balloon catheter was captured using the snare device and was pulled down to the right femoral where the physician pulled it out through the access site. Following removal, hemostasis was difficult to maintain in the right groin. The physician then successfully placed a wallstent in the last brachiocephalic. The procedure was considered successful. The patient is reported as "ok" following the procedure.